Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 12 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight fluctuation ("I am 12 weeks post op. I lost 10 ibs in the first two weeks") and adverse drug reaction ("so many side effects"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse drug reaction had resolved and the weight fluctuation outcome was unknown. The reporter considered adverse drug reaction, medical device removal and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Non-drug treatment notes added. New event ¿so many side effects¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 12 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight fluctuation ("I am 12 weeks post op. I lost 10 ibs in the first two weeks") and adverse drug reaction ("so many side effects"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse drug reaction had resolved and the weight fluctuation outcome was unknown. The reporter considered adverse drug reaction, medical device removal and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 12 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight fluctuation ("I am 12 weeks post op. I lost 10 ibs in the first two weeks"). Essure was removed. At the time of the report, the medical device removal had resolved and the weight fluctuation outcome was unknown. The reporter considered medical device removal and weight fluctuation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.